Event description:
It was reported that the device locked up when turned on and was not functional. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.